Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had flooding in the morning starting about a year ago. The patient would stand up in the morning and had urination flooding. The patient had their battery changed on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss/change of therapy. Symptoms reported were leakage and "flooding". It was noted the patient would stand in the morning and the urine would just flood out. The change in therapy/symptoms was reported to be sudden. It as indicated the patient had complete symptom control until(B)(6) 2015. The patient was to follow-up with their healthcare provider (hcp) if symptom returned but for now changing programs and increasing stimulation had resolved the situation. The patient changed to a different program last week and had been symptom free since. The patient's indication for use was urinary dysfunction/sacral nerve stim.